Event description:
It was reported that during an unspecified spinal surgery a cage broke.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.